Event description:
It was reported that a spectrum pump failed flow rate test at 21.5 ml. This occurred during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During evaluation, the device the reported problem, failed flow rate test, 21.5 ml, was not reproduced during evaluation. The device was tested for flow accuracy and delivered within intended range. The customer testing setup and equipment are unknown. A review of the event history log (ehl) revealed 2 infusions at recommended parameters for flow accuracy testing outlined in the spectrum service manual. The infusion ran to completion without interruption and no abnormalities that could cause or contribute to the reported problem were observed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. The cause of the condition was not determined. No pump correction is required to correct the reported problem but pressure plate will be adjusted. Should additional relevant information become available, a supplemental report will be submitted.